Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: d10 concomitants: 02-010-01-0320 - lgc femoral ps cem right sz 2 (B)(6). 201-78-80 - 3 trocar, hex 2pk (B)(6). 02-012-43-2020 - lgc tibia rbktray cem sz 2f/ 2t (B)(6). 02-012-38-2011 logic tibia ps rbk insrt sz 2 11mm (B)(6). The revision reported may have been the result of prosthesis wear, as stated in the experience report. Based on the image provided, there were no obvious signs of gross wear on the tibial insert. The wear on the patella was likely due to high contact pressure from articulation with the edge of the patellar groove on the femoral component. However, this cannot be confirmed and potential contributions from user or patient related considerations to the event could not be assessed as the components were not returned for evaluation, and sufficient clinical information or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Pending investigation

Event description:
It was reported that this patient's right knee was revised approximately 3 years 2 months post op. The bottom of the tibial pe insert had sheared away and the patella was badly worn as well. Patient was last known to be in stable condition following the event. Product not returning: it was discarded.